Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent a mesh revision procedure on (B)(6) 2012 due to erosion. On (B)(6) 2013, an additional mesh revision surgery was performed.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh and monarc subfascial hammock were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.